Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported falling and hitting her head at home, resulting in 6 stitches on her head just inferior to her internal device. The user suddenly lost hearing benefit with the device.

Event description:
The user reported falling and hitting her head at home, resulting in 6 stitches on her head just inferior to her internal device. The user suddenly lost hearing benefit with the device. The user was re-implanted on the (B)(6) 2021.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.